Manufacturer narrative:
Estimated event date.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their ins depleted too soon and their whole body went into tremors about two or three weeks ago. The ins was replaced with a rechargeable ins. No further complications are anticipated.